Event description:
On (B)(6) 2020, the lay-user/patient's spouse contacted lifescan (lfs) USA, alleging that the patient's onetouch ultra2 meter read inaccurately erratic. The complaint was classified based on the customer care agent (cca) documentation and further information obtained when medical surveillance reviewed the call recording. The reporter stated that on (B)(6) 2020 at around 1:30 am, the patient developed symptom of feeling "shaky." In response to the symptom, the reporter claimed the patient tested his blood glucose with the subject meter and obtained readings of "119 then 147 mg/dl," performed 7 minutes apart. The reporter claimed that when the patient was still symptomatic after the second reading was taken, she treated the patient with orange juice and cereal. The reporter claimed the patient felt better after treatment. No other device was used for testing. During troubleshooting, the cca confirmed the same approved sample site was used for testing. The cca noted the patient did not have control solution available to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly required assistance of a third party for treatment of an acute low blood glucose excursion after obtaining alleged inaccurate results with the subject meter. The subject meter could not be ruled out as a cause or contributor to the event.